Event description:
User reports that the nurse discovered the foley catheter was leaking. On closer inspection, she found that the foley had split and the internal temperature sensing wire was protruding from the split. No adverse outcome reported.

Manufacturer narrative:
Investigation: the returned event sample was forwarded to the supplier, (B)(4). A visual inspection of the catheter showed a tear pattern in the shaft such that the catheter appeared to be under tensile stress prior to tearing. A review of all manufacturing records did not identify any related nonconformance's or other issues related to the shaft quality. The quality control inspection for this product includes inspection for this type of defect with the requirement that "shaft is smooth and free of kinks, cuts, tears, irregular surface or contamination." Root cause: the most likely cause for tearing of the shaft is that a cut or nick was present in the silicone. A cut or nick present in the silicone may have propagated with additional handling and use; this defect may have propagated to the point of failure due to strain when in use by the patient or by the patient tampering with the device. We believe this to be an isolated event limited to the sample received as there is no trending history of defects of this nature for this product. This report has been logged for trending.